Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported her insulin pump is making a screeching noise during rewind. Customer's blood glucose is 354 mg/dl. Customer stated they would be trying to do a complete set change and prime the device, but it would go right back to rewind. There is a kind of screeching and grinding noise when the device rewinds. The alarm history showed a motor error about five days ago. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.